Event description:
During troubleshooting, the customer reported to baxter's technical service center regarding over priming-leak from patient line. The hp stated that there was a lot of fluid coming out of the patient line. The baxter technical representative (tsr) discussed use of continuous ambulatory peritoneal dialysis (capd) with the home patient (hp). There was patient involvement however, there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4).the sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for overprime - leak out of patient line was not confirmed. The cause was undetermined. A labeling review found the patient at home guide to be adequate for potential use/user error related to this incident.